Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced three infusion set cannula kinked events on 17-nov-2024 and 21-nov-2024. The events occurred after three or more hours of insertion. The infusion sets had been used for twenty-four hours before the events. The insertion site was at the abdomen. The patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.